Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultrasoft lancing device was not fully penetrating. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported she was unable to use te meter due to the lancing device issue, which began on approx a month earlier at 1:00 a.m. The pt stated that she took 5-6 units of novolog and 25 mg of glipizide while unable to test. She then reported losing consciousness. The paramedics were called and they obtained a meter result of 35 mg/dl and she was treated with IV glucose. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged that she took insulin, without knowing her blood glucose result and subsequently became hypoglycemic.